Event description:
Half of tele system went down for 30 minutes; pt triaged off to otherside; function returned; uhs and philips in to manage system. Total of two (2) pts included in downtime. No harm to either pt.